Event description:
Prevented from critical info; trying to obtain information on insulin pump warranty dates (when my warranty expired on current pump)from minimed to purchase/rent different make of insulin pump from a different manufacturer (as the 770g repeatedly fails). Info not available from any customer service access method at all - not by phone nor by online account. No further contact offered as to how to get info until multiple attempts - told after repeated attempts "the warranty team might get back to me in 48 or more hours". I deduced it from online ordering for cgm sensor(which is dangerously out of range). FDA safety report ID# (B)(4).